Event description:
It was reported to philips that the geometry of the allura device was not working. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arc angulation movement was not possible. Upon functional testing, fse found that the reported issue was due to geometry over current. Fse performed complete geometry calibration. And after that, system was returned to use in good working order. The codes were updated based on the investigation outcome.